Manufacturer narrative:
Lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic broken and bent. No similar complaint types reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, diopter -6.00 implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. Reportedly, the lens was implanted "inside out." On (B)(6) 2017 the lens was removed. Reportedly, the surgeon was afraid of the lens being damaged when removing so he decided to use another lens as a replacement. The problem is resolved. Additional information provided: bcva 20/16, ucva 20/22, vault 0.5 CT, "hyperopia improved but not completely."